Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high ventricular rate alert was noted on a patient's right ventricular lead via a remote follow-up on (B)(6) 2021. It was noted that there seemed to be r wave under-sensing noted on the right ventricular lead, and that the r wave sensing trend had decreased significantly since (B)(6) 2020. No intervention was reported.